Manufacturer narrative:
The customer¿s report of a possible free-flow event was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log revealed discrepancies between the reported concentration and dose and the actual programmed concentration and dose. Reported concentration = 16mcg/250ml; programmed concentration = 16mg/250ml. Reported dose = 0.05mcg/kg/hr; programmed dose = 0.05mcg/kg/min. It was not determined whether these differences contributed to the perceived free-flow event or whether the intended programming was reported incorrectly. A patient weight discrepancy was also noted with the infusion initially programmed for a previously entered weight of 115.8 kg, which was changed 13 hours and 14 minutes later to 66.1 kg. The device was programmed to infuse a volume of 50ml. The priming volume of the administration set used is 25ml; if a new set was used, half of the vtbi may have already been in the set prior to the start of infusion. In addition, a series of ¿flow stop open¿ alarms occurred, lasting 7 seconds, prior to the infusion being started. The report that the infusion was stopped and the bag found empty when it was later restarted is supported by the event log with the recording of an air-in-line alarm (possibly indicating the bag was empty). The user channeled off the device on (B)(6) 2018 at around 11:30pm. When the user restarted the infusion approximately 2.5 hours later at 2:00am on (B)(6) 2018, another air-in-line alarm occurred. Rate accuracy testing was performed and the device was within specification. The root cause of the customer¿s report of the infusion emptying sooner than expected was not determined.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a ccu patient received an undetermined amount of norepinephrine (levophed) 16mcg/250ml infusing as a primary at an intended rate of 0.05mcg/kg/hr. The patient became symptomatic with hypertension, ectopic heart beats and restlessness. The infusion was stopped and no additional medications were required. When restarting the norepinephrine infusion several hours later, it was noted that the bag was empty and at that time presumed that the patient had experienced a free-flow event. There was no report of lasting harm to the patient.